Manufacturer narrative:
D9 - date returned to mfg: 06-nov-2025. H3: seven used products and a picture were returned for evaluation. Visual inspection found no damage or anomalies. Functional testing was performed where each cassette was attempted to be filled with 250ml of red dye using an ICU medical provided syringe and during the filling process a leak was observed between the tubing and female luer of all cassettes. Further inspection of the bond showed spotty solvent coverage on all bonds. The luer tube bonds were separated and the tube and bond pocket were observed. Solvent channels were observed on all separations. The customer complaint of leakage was confirmed. The probable cause was due to a solvent application error during manufacturing in tijuana. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that, while filling multiple cassettes, it was found that some were leaking. Reporter stated the leak is located at the beginning of the filling process, on the hose on all cassettes. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.